Event description:
The patient was seen again one month post implant and the rv pacing impedance measurements returned to normal limits. The physician will continue to monitor the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited varying lead impedance measurements between the pacing system analyzer (psa) measurements and through the device. Through the psa the lead had pacing impedances of 1059 ohms however when connected to the device the pacing impedances increased to 1227 ohms. The physician elected to conclude the procedure and re-check the values the following day. One day post implant, the rv impedances measured 2304 ohms. An x-ray confirmed the lead was in the same position and the helix was extended. Boston scientific technical services (ts) recommended isometrics and pocket manipulations. Ts cannot rule out a lead integrity issue versus a connection issue. The physician will see the patient again in two weeks. No adverse patient effects were reported. The lead remains in service.